Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. It was found that the syringe sensor was faulty causing the pump to display "cartridge removal." The syringe sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the syringe sensor.

Event description:
Information was received indicating that this ambulatory infusion pump kept showing a "cartridge removed" screen. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.